Manufacturer narrative:
Product event summary: at analysis it was noted that the output connector assembly was installed incorrectly and that the battery and display wires were pinched but their insulation was not compromised. It was additionally noted that this device was in need of the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. The electrical and mechanical parts were inspected, the device was re-calibrated and functionally tested and passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.